Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that he did not think the line was primed all the way before he connected. The technical service representative (tsr) explained the alarm to the hp and advised to start over again using new supplies. During a follow up with the hp's wife regarding the alarm, it was revealed that the issue was resolved, and added that she was just in a hurry and mistakenly thought that she had primed the line completely, but that was not the case. Per wife, hp did not have any injury or harm as a result of this incident. The wife confirmed that there were no issues with the supplies. Per wife, hp is doing fine and continuing therapy without any issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to the patient not priming the patient line before connecting - use error. The lot number is unknown, therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).